Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 due to a high blood glucose of 700 mg/dl. Blood glucose at the time of the call was 131 mg/dl. The customer experienced symptoms related to high blood glucose such as difficulty breathing. The customer stated that they treated the high blood glucose with a hospitalization. Troubleshooting for high blood glucose was provided. The customer stated that the insulin pump had the insulin delivery stop due to sugar glucose values. The insulin pump will not be returned for analysis. It was not stated if the auto mode feature was in use.